Event description:
It was reported that a request was made for technical services (ts) to review records of shock therapy delivered by this cardiac resynchronization therapy defibrillator (crt-d), as there was a concern shock therapy had been delivered into a sinus rhythm. Upon case review, ts determined that the patient had sustained a ventricular fibrillation (vf) for which the device delivered appropriate anti-tachycardia pacing (atp). Following the atp, the observed rate was in the programmed shock therapy zone, however subsequent review of the data noted that this was an elevated sinus rhythm. Ts recommended device reprogramming. No additional adverse patient effects were reported. This crt-d remains in service.